Event description:
It was reported that the patient was hospitalized with atrial fibrillation. The auto capture test could not be performed due to several inappropriate sensing artifacts that inhibited the pulse generator. Sensing r-waves went from greater than 12.5 mv down to 6.0 mv. Capture was intermittent at 2.5 v in the bipolar configuration. Unipolar lead impedance was 285 ohms. The lead would be revised.

Manufacturer narrative:
Na